Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all cubies were physically present but not showing up in storage space configuration. A field service engineer logged into the hardware testing application, released all cubies, and reseated them. The system functioned as intended after the field service engineer troubleshooted the device.